Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other proglide device is filed under a separate medwatch report number.

Event description:
It was reported that a bilateral arteriotomy closure of the right common femoral artery (rcfa) and the left common femoral artery (lcfa) were attempted using proglide devices after an interventional procedure. Reportedly, cuff misses occurred in both the rcfa and lcfa access sites. Two additional proglide devices were used to achieve hemostasis in both the rcfa and lcfa access sites. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.